Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The product was returned. The reported event was confirmed following the visual inspection. Based on the evaluation, device malfunction had occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number 1240406. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240406) for similar events using keyword categories damaged drive feature, damaged threads and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and events and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported event is due to implant being loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number k013227. Initial reporter: fax number and last/given name unknown / not provided.

Event description:
It was reported that while the doctor was placing an implant, it was discovered that the internal threads of the implant seemed damaged and the doctor had to remove the implant and graft the site instead. Patient to return at a later date for implant replacement.